Event description:
It was reported that the purewick urine collection system was shutting while using. They did a water test and the machine suctioned and stayed running. Representative advised to try another outlet, if it shuts off again. It was noted that the patient had been using the purewick products for less than 08 days. Per additional information received via liberator on 04oct2022, stated that the purewick urine collection system was shutting off and not working at all a few minutes after it was turned on and also overheating. They did troubleshoot and the machine shut off while on the line with the liberator. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component selection component failures, damage, or deterioration ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. When the purewick¿ urine collection system has been stored in a very cold environment (down to -13°f or -25°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use. When the purewick¿ urine collection system has been stored in a very warm environment (up to 158°f or 70°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was shutting while using. They did water test and the machine suctioned and stayed running. Representative advised to try another outlet it if shuts off again. It was noted that the patient had been using the purewick products for less than 08 days. Per additional information received via liberator on 04oct2022, stated that the purewick urine collection system was shutting off and not working at all a few minutes after it was turned on and also overheating. They did troubleshoot and the machine shut off while on the line with the liberator. It was noted that the patient had been using the purewick products for less than 90 days.